Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was displaying an error 5 message. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 (time not specified). The patient's testing frequency is not specified and the patient's diabetes management is unclear. Following the reported meter issue, the patient indicated he continued with his usual diabetes routine. The patient denied developing any symptoms as result of the alleged issue. According to the csr's documentation, on (B)(6) 2011 (time unspecified), the patient reportedly was administered glucose tablets/glucose gel as treatment by a non-health care professional. The reason for treatment, however, is unclear. It is also not known if the patient obtained a blood glucose result with another device prior to receiving treatment. During troubleshooting, the csr noted that alleged issue was resolved. Replacement products were sent to the patient. Although there is no evidence the patient developed any symptoms as a result of the alleged issue, this complaint is being reported because the patient claims he was unable to test his blood glucose due the alleged issue and reportedly received treatment for an acute complication for diabetes by a non-health care professional.